Event description:
The pro-kinetic energy stent system could not cross the severely calcified lesion.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon of the complaint instrument is well folded, but a small amount of contrast medium residue is present in the balloon lumen. The stent is still crimped on the balloon and does not show any damage. Based on the information provided by the physician the remaining lumen diameter in the target lesion was considerably smaller than the crossing profile of the complaint instrument. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined.